Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue "downstream occlusion at 4psi" could not be reproduced during evaluation. A review of the event history log identified 'downstream occlusion!'. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion at 4 pounds per square inch (psi). The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.